Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manual insulin injection. The customer reverted to an alternate method of insulin therapy.